Event description:
Rep reported that they were sent a text message from this pt on feb 5 evening, only about her lost/misplaced remote and that she had contacted customer service. Pt text only referred to her lost remote and that she was working with cs/implanting doctor on this issue to resolve. None of the other issues were expressed in the pt text. The cause was unknown. Medtronic cs was working with this pt/ doctor to get her a replacement remote through insurance. Paperwork was sent to the implanting doctor.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implantable neurostimulator. The reason for call was patient stated they could not find their controller. Patient said they were with their representative yesterday, and they needed to charge the battery back up or see if they could charge the implant back up because the representative thought the implant might be malfunctioning. Patient then said the device kept coming on when it was cut off and said the issue had been happening starting a while ago, but they just thought maybe it was in their mind. Patient added they would be charged down but their legs would be real sore as if the implant had been running for 2 days. Patient said the rep thinks maybe the implanted parts need to be changed out based on their age, but they need to see if they can charge the implant first. Agent reviewed lost controller replacement process through sunmed and patient asked to be transferred instead of go online. Agent provided sunmed number and transferred patient to sunmed.